Event description:
It was reported that breakage occurred at one end of the catheter. It was stated, this patient completed therapy and the catheter was withdrawn.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation was one 4 fr groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 37 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s)." A lot history review (lhr) of recp0608 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0608 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that breakage occurred at one end of the catheter. It was stated, this patient completed therapy and the catheter was withdrawn.